Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope had blurred images. The event was found during cleaning and sterilization for a therapeutic laparoscopic surgery procedure which was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the root of uc (universal cord) sheath is hard. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the screen becomes blurred, or image abnormal malfunction and the root of uc (universal cord) sheath is hard is caused by a component failure of the uc (universal cord) sheath. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.